Manufacturer narrative:
Additional information was added to h6 and h11: h11: an alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned; therefore, a device analysis could not be completed. However, a leak from an unspecified location occurred, during use of a homechoice cassette, which is known to cause this alarm. The cause of the leak could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell six of six of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from an unspecified location during use with the homechoice cassette. Fluid was found on the floor and the heater. Renal therapy services assisted the patient with ending therapy and advised the patient to contact their nurse regarding the issue. The patient would drain manually. There was no report of patient injury or medical intervention associated with this event. No additional information is available.